Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31247894l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received. It was indicated that there was no issue with the pump. The flow rate did not need to be switched because it was always used at 31w or higher. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure, which included the use of a thermocool® smart touch® sf bi-directional navigation catheter, and the patient experienced cardiac tamponade. Drainage was performed. The patient stayed in the intensive care unit (ICU). Atrial septal puncture was performed with a radiofrequency (rf) needle. The patient experienced cardiac tamponade. The pericardial effusion was noticed after the blood pressure decreased. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. There were no error messages observed on biosense webster equipment during the procedure. There were no abnormalities observed prior to or during the use of the product.